Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted three unopened lot samples (expired 10/01/2018) and one used, broken portion of a silicone intermittent catheter. The dimensional analysis was performed on the three lot samples received. French size was verified to be 8fr using a calibrated french gauge for all three catheters. Od was measured ( 0.1175", 0.1125", and 0.1180") and was found to be within specification (0.105" +/- 0.013). ID was measured (0.0720", 0.0715", and 0.0740" ) and was found to be within specification (0.062" +/- 0.013). Length was measured (10.0", 10.0", and 10.0") and was found to be within specification (10.35 +/- 0.50). A dimensional analysis was then perform on the broken portion of the used catheter. French size was verified to be 8fr using a calibrated french gauge the od was measured ( 0.1095") and was found to be within specification (0.105" +/- 0.013). The ID was measured (0.0705") and was found to be within specification (0.062" +/- 0.013). The length of the broken portion of the used catheter was also measured (1.9590") , however it is uncertain what portion of the catheter was returned based on the sample received. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "advance hydro soft hydrophilic catheter instructions for use warning: to help reduce the potential for infection and/or other complications, do not reuse. Warning: if discomfort or any sign of trauma occurs, discontinue use immediately and consult your healthcare practitioner. ¿ all-in-one, single-use hydrophilic-coated silicone intermittent catheter ¿ nelaton tip ¿ optional no-touch insertion technique ¿ sterile water inside foil packet ¿ 4 eyelets for drainage ¿ funnel end with uncoated grip area ¿ not made with natural rubber latex this intermittent catheter is a flexible tubular device that is inserted through the urethra by male, female and pediatric patients who need it to drain urine from the bladder. Precaution: please consult your healthcare practitioner before using this product if any of the following conditions are present: ¿ severed urethra ¿ unexplained urethral bleeding ¿ pronounced stricture ¿ false passage ¿ urethritis ¿ inflammation of the urethra ¿ prostatitis ¿ inflammation of the prostate gland ¿ epididymitis ¿ inflammation of the epididymis (testicle tube) precaution: self-catheterization (catheterization) should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Because catheterization (catheterization) frequency varies by person, the recommended frequency of your catheterization (catheterization) should be provided by your healthcare practitioner. For any other questions about your catheterization (catheterization), please contact your healthcare practitioner. Instructions for use the advance hydro soft hydrophilic catheter from hollister becomes slippery when wet. For added convenience, this catheter includes a packet of sterile water. Simply release the water from the foil packet as indicated below. Releasing the water follow these steps for best results: before opening the sealed catheter package, release the water. 1. Fold the foil water packet in half by bringing up the end of the sealed catheter package. (For 25/40 cm length catheters, slide the catheter tip to the side of the foil packet before folding the packet in half.) 2. Apply pressure to the foil packet to release the water (burst the packet). Suggested methods include: ¿ squeezing the folded packet between the thumb and forefinger of both hands. ¿ placing the folded end of the package against a firm surface and pressing down with the heel of your hand or tapping gently with the flat of your fist. Ensure all water is released from the foil packet. Making the catheter wet 3. Hold the catheter package at each end with the printed side up. 4. Using a seesaw motion, tip the package up and down 6 times to wet the catheter. The seesaw movement is required so that the water transfers back and forth over the catheter to fully activate the hydrophilic coating. Using the catheter 5. Peel back the package to expose the funnel end of the catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. 6. Remove the catheter and use according to the advice given by your healthcare professional. Note: urethral catheter for urological use only." Patient code: 2564.

Event description:
It was reported that the intermittent catheter was difficult to remove from the urethra. The patient was taken to the hospital and while medical personnel were attempting to remove the catheter, it broke in 3 places. The patient underwent an operation, which opened their bladder to remove the pieces. Per additional information received via email on (B)(6)2018 from hollister: on (B)(6)2018 the patient's mother was unable to remove the catheter from the urethra and went to the hospital emergency and was referred to another hospital. The patient was hospitalized on (B)(6)2018 for a period of one week. An attempt was made to remove the catheter by cystoscopy, which resulted in the catheter breaking into 3 pieces. Surgery was performed and the bladder was cut to remove the parts of the catheter. The patient's mother stated that she did not have any issues upon insertion of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the intermittent catheter was difficult to remove from the urethra. The patient was taken to the hospital and while medical personnel were attempting to remove the catheter, it broke in 3 places. The patient underwent an operation, which opened their bladder to remove the pieces.